Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank and had a bunch of colors and lines on the screen. It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp unplugged all power to the device and disassembled the user interface (ui) printed circuit board assembly (pcba) (without nav-ring) from the device to check all of the connections to the liquid crystal display (lcd) screen. The asp then reseated all of the connections to ensure that they were all properly seated and reassembled the ui pcba to the device. After performing electrical safety and controls test per the service manual, the asp ran the device for approximately 30 minutes as a final drpta check and to ensure that no error codes were found. The asp then confirmed that the device was left in working condition. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.